Manufacturer narrative:
Device passed the displacement test but a33 alarm during prime the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. Customer states insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they are unable to exit the preparing to prime loop. Customer states they are stuck in rewind complete or bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. No harm requiring medical intervention was reported. The device will be returned for analysis.